Event description:
During a coronary drug eluting stenting treatment procedure, a stent emoblization occurred. The 90-95% stenosed lesion being treated was located in the moderately tortuous, mildly calcified, saphenous vein graft (svg) to the left anterior descending (lad) artery. The patient was admitted with unstable angina and was started on intravenous nitrglycerin and beta-blockers. The patient was brought to the ccl. The 5 french sheath was placed in the left femoral artery as a back up for any possible emergency. Access was also obtained through the right femoral artery and right femoral vein. A temporary pacemaker was put in. The patient received heparin and a double bolus integrilin with continous infusion. Angiography of the svg to the lad was performed. The maverick2 2.50x30mm balloon was inserted to the lesion in the proximal vein graft. The balloon was inflated twice to 12 atms for 30 seconds. The taxus express2 3.50x32mm drug eluting stent was inserted but would not advance and was removed undeployed. The 3.50x30mm maverick balloon was inserted and inflated twice to 10 atms for 30 seconds. Next a 1.50x20 mm maverick2 balloon was inserted to use as support to try and was removed undeployed. The 3.50x30mm maverick2 balloon was inserted and inflated twice to 10 atms for 30 seconds. Next a 1.50x20mm maverick2 balloon was inserted to use as support to try and cross a very tight 99-100% stenosis. However, the wire would not cross the stenosis. The maverick balloon "appeared to nose into the lesion" so a low pressure inflation to 2 atms for 30 seconds was attempted to try and open this area up without success. The physician reattempted to insert the taxus express2 3.50x32mm drug eluting stent. However, it would not advance. The stent was pulled back but appeared to be stuck the vein graft requiring the whole stent, wire system, and guide catheter to be removed as a unit from the patient in order to try and not have the stent deploy on its own as it would not pull back into the guide catheter. When the stent delivery system was removed the stent was not on the balloon and was not visualized any where in the chest field. They physician went on to place three 3.50x12mm taxus stents in the vein graft. The balloon was pulled back and angiogram demonstrated excellent patency of the vein graft with timi 3 flow distally. No patient complications were reported. The patients status is reported as "ok".